Manufacturer narrative:
Concomitant medical products: product ID: dtba1d4 ICD, implanted: (B)(6) 2019; product ID: 429688 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were a few recent instances of t-wave oversensing (twos) occurring post ventricular sense. It was also noted that a lead alert had triggered in 2019 due to slightly out of range impedance. The right ventricular (rv) lead lead remains in use. No patient complications have been reported as a result of this event.